Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 250-350 (mg/dl) with moderate ketones for the first four weeks due to using apidra insulin. To address the bg level, the customer delivered a correction bolus and administered manual injections to address ketones. Reportedly, after the customer switched to humulin insulin, bg levels had stabilized. It was confirmed that the customer will continue using the pump for insulin therapy.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-20069); however, a different issue was identified.